Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during a fill cycle. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred during fill 4 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated skipping the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual complaint sample was returned to the manufacturer for physical evaluation. During the disinfection of actual sample, a leak was found on the cassette film. In addition, during the visual inspection in the microscope a hole was observed in the cassette film. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. The investigation into the complaint was able to confirm the reported event.